Manufacturer narrative:
On 21-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent an idvt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. It was reported that the internal components of the hemostatic valve on the vizigo sheath, were "compromised," and they were unable to pass catheters through the vizigo sheath. It was also reported that the white piece inside the hemostatic valve appears to have been dislodged. The vizigo sheath was replaced, and the issue resolved. The procedure continued. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The silicone ring was also damaged. A device history record review was performed for the finished device 50000204 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that an unknown patient underwent an idvt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. It was reported that the internal components of the hemostatic valve on the vizigo sheath, were "compromised," and they were unable to pass catheters through the vizigo sheath. It was also reported that the white piece inside the hemostatic valve appears to have been dislodged. The vizigo sheath was replaced, and the issue resolved. The procedure continued. No available picture. The issue was found on the hemostatic valve, and it was the section that broke/separated. The hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was not used on the patient. Air did not enter the patient¿s body. No patient consequences. No treatment required. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).